Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: " unresponsive and ghost touch screen " patient harm: no a preliminary review of the logs identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state.